Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: visual, optical, and functional evaluation of locking screw and crosslink did not identify crack, fracture, or breakage, and was able to be fully inserted into crosslink and fully engaged into sample connecting setscrew. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implants appear to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior cervical spinal surgical procedure. It was reported that the top of the set screw sheared off of the crosslink. No patient complications were reported.